Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient was not feeling well. Upon reviewing their pacemaker it was found to be in safety core. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.